Manufacturer narrative:
Reporter¿s complete mailing address was not provided. Reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The date returned to manufacturer was documented as feb 27, 2018 on the initial report. It has been updated as mar 27, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the nose cone, extension sleeve and bearings were damaged, the ball bearings fell apart and the balls and cage were missing. Therefore the reported condition was confirmed. The assignable root cause for the damaged nose cone was determined to be due to premature wear from normal use and servicing. The assignable root cause for the damaged bearings, came apart ball bearings, missing balls and cage was determined to be due to construction/design. If any additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Upon further investigation of the device evaluation, it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device bearings were worn out and loose which created a situation where the cutter was not able to be inserted. This was because the bearings were no longer in axial alignment which did not allow the cutter to pass through. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.